Manufacturer narrative:
The reported event of lead noise and insulation damage were confirmed. As received, a partial lead (only distal portion) was returned in one piece with extraction tool stuck inside the lead. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due to the external insulation abrasion and exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Manufacturer narrative:
B6 should include "chest x-ray was performed and revealed no abnormalities".

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for remote follow-up. It was noted that right ventricular (rv) lead exhibited over sensed noise. The patient experienced a syncopal episode. Lead damage was also observed via x-ray imaging. No intervention was reported. Patient condition was stable.

Event description:
New information noted that lead was explanted on (B)(6) 2025 and replaced with new lead. Patient condition was stable.